Manufacturer narrative:
Date of event: (B)(6) 2017 .

Event description:
The customer reported the unit shut down while transporting a patient. A customer reported that when a patient was being transferred between units in the hospital the ventilator shut off and showed an equipment failure after exiting the elevator (B)(4). The patient was given supplemental oxygen until placed on a new machine.

Manufacturer narrative:
During follow-up the customer reported that supplemental oxygen was not required as they were able to set up another bipap machine before the patient required any further support. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined.